Event description:
It was reported to boston scientific corporation that two spyscope ds ii and a spy ds controller were used during a common bile duct biopsy procedure performed on (B)(6) 2022. During the preparation, the controller turned on in the ready phase but when the spyscope ds ii was attached, it does not recognize the catheter, it remained in the ready phase. They tried to restart the spyglass ds controller and tried with two spyscope ds ii with different batch; however, the problem was not resolved. The procedure was not completed due to this event. The procedure was rescheduled on (B)(6) 2022 and completed successfully with the spyscope. There were no reported patient complications as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h6 (impact codes): impact code f05 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyglass digital controller was analyzed by enercon technologies, and a visual evaluation noted front panel was cracked. Finish damage to top cover and housing. A functional evaluation noted that fluid ingress caused damage to catheter interface of the pc board. It is not processing signal from the catheter interface contacts. This board requires replacement to restore video and the system requires a rebuild to repair the fluid damage to other components of the controller. Per the evaluation conducted by enercon technologies, the reported event was confirmed. There was fluid ingress to the catheter interface pc board, the front panel was cracked and there was finish damage to the top cover and housing. It is likely that the reported event could have been caused by factors related to wear and tear, handling, improper routine or preventative maintenance of the unit. Based on all gathered information, the conclusion code selected for this event is cause traced to maintenance. A search of the complaint database was not performed because this investigation has not identified a potential process, design or manufacturing related issue for the lot/batch number(s) identified.

Event description:
It was reported to boston scientific corporation that two spyscope ds ii and a spy ds controller were used during a common bile duct biopsy procedure performed on (B)(6) 2022. During the preparation, the controller turned on in the ready phase but when the spyscope ds ii was attached, it does not recognize the catheter, it remained in the ready phase. They tried to restart the spyglass ds controller and tried with two spyscope ds ii with different batch; however, the problem was not resolved. The procedure was not completed due to this event. The procedure was rescheduled on (B)(6) 2022 and completed successfully with the spyscope. There were no reported patient complications as a result of this event.